Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the hospital for unrelated device reasons, device report status did not print. Intermittent telemetry was unable to be established therefore data was unable to be read from the device. Device was explanted and a new device was implanted. Patient was stable.